Event description:
(B)(4). It was reported that approx. 2 months after the implantation pacing and shock impedances were out of range (> 3000 ohms and > 150 ohms respectively). A problem with a (competitors) right ventricular lead was suspected. It was decided to exchange the lead. The lead measurements with analyzer were fine, but not satisfactory after reconnecting to the ICD. Therefore it was decided to exchange the device. An explant date was not provided.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos, two charging cycles were recorded to the device memory. The returned data was inspected. The inspection confirmed a shock impedance of >150 ohms and a ventricular pacing impedance of > 3000 ohms during impedance test on (B)(6) 2018. Therefore, the header as well as the impedance measurement functions of the device were analyzed. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the connection process. The impedance measurement test, including a long-term functionality test at an ambient temperature of 37 degrees celsius, showed normal and as expected values. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. In conclusion, the clinical observation could be confirmed during the inspection of the returned data. However, the device was proven to be fully functional. There was no indication of device malfunction.